Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a (B)(6) year old female patient who had essure (batch no. E26511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), myalgia ("muscle pain"), fatigue ("fatigue"), dyspnoea ("breathlessness"), loss of libido ("loss of libido") and visual impairment ("deterioration of sight") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. The patient was treated with surgery (essure removal scheduled for (B)(6) 2020 postponed due to corona). At the time of the report, the back pain, dysmenorrhoea, myalgia, fatigue, weight increased, dyspnoea, loss of libido and visual impairment outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, dyspnoea, fatigue, loss of libido, myalgia, visual impairment and weight increased with essure. The reporter commented: patient's current condition: the 2 essure devices were due to be removed on (B)(6) 2020 but the operation was cancelled due to coronavirus. It will be postponed. Measures taken at the healthcare facility to treat the patient: magnetic resonance imaging done but I do not have the results. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on an unknown date: results pending. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-apr-2020. The most recent information was received on 21-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in a 44-year-old female patient who had essure (batch no. E26511-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), myalgia ("muscle pain"), fatigue ("fatigue"), dyspnoea ("breathlessness"), loss of libido ("loss of libido") and visual impairment ("deterioration of sight") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. The patient was treated with surgery (essure removal scheduled for (B)(6) 2020 postponed due to corona). At the time of the report, the back pain, dysmenorrhoea, myalgia, fatigue, weight increased, dyspnoea, loss of libido and visual impairment outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, dyspnoea, fatigue, loss of libido, myalgia, visual impairment and weight increased with essure. The reporter commented: patient's current condition: the 2 essure devices were due to be removed on (B)(6) 2020 but the operation was cancelled due to coronavirus. It will be postponed. Measures taken at the healthcare facility to treat the patient: magnetic resonance imaging done but I do not have the results. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: results pending. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.